Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to pain and aseptic loosening at cement to implant interface. Legal claim and medical records received. Update aug 25, 2017: claim letter received. Update sept 12, 2017 - medical records received. Update sept 13, 2017- medical records received. Medical records and claim letter reviewed 8-28-2017, 9-11-2017 and 9-13-2017. Primary operative notes (B)(6) 2014 indicate the patient received a left computer assisted total knee replacement due to osteoarthritis left knee. The procedure was completed without complication noted by the surgeon. Post-op xrays (B)(6) 2014 findings include: appliances in good alignment and position with no evident fracture. Xrays (B)(6) 2015 conducted due to left knee pain and swelling, no acute finding or complication. Office visit (B)(6) 2017 indicates the patient presents with bilateral knee pain. Bone scan (B)(6) 2017 due mechanical loosening of internal left knee prosthetic joint. Patient has been experiencing pain for 2 months with no recorded injury. Impression includes: increased activity in all 3 phases of scan localizing to the medical tibial plateau. Revision notes (B)(6) 2017 indicate the patient received a revision left total knee replacement revising the tibial tray and tibial polyethylene; computer assisted. Revision due to aseptic loosening of the tibial component left knee. Specimens were sent to pathology to determine possibility of infection, results were negative. Surgical findings include: grossly loose tibial component, debonded from the undersurface of the tibial implant from the cement below. The cement had good adherence to the bone. The femoral component was completely stable. There was no significant wear on the polyethylene, however it was replaced. There was a small defect in the medical tibial plateau that was noted after the use of navigation and saw. It was contained and treated with a screw and cement technique. Xrays post-op(B)(6) 2017 reveal left knee prosthesis appear to be in the expected location. Updated 9-26-2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.